Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three (3) pictures were received for evaluation. In one of the pictures it can bee seen the tube is cut in diagonal angle and in another picture 3 it can be seen holder was manipulated to remove gray vacuum stick. There is no evidence the tubes cuts occurred during manufacturing process since they come directly from supplier. No discrepancies were found. The root cause of the reported issue could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was damage to the tube. No patient injury reported.